Event description:
It was reported that the user has had an ongoing infection for 1.5 years. The catheter is placed by a urologist, who informed the user that "sterile technique and lubricant are not necessary." Urologist recommended an intermittent catheter for this patient. The patient was treated for epididymitis in (B)(6) 2013, for which he believes to be attributed to his catheter and the current infection he is reporting is, according to the complainant, due to bacteria left over from that occurrence. He has not received any additional medical intervention since that for the original case of epididymitis.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use states the following: "single use only. Do not reuse. Do not resterilize. For urological use only. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).